Event description:
Patient underwent phacoemulsification cataract removal with intraocular lens implantation of the left eye. Patient developed post-operative toxic anterior segment syndrome (tass). Alcon centurion ozil handpiece was used during the procedure.